Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non specific product performance issue. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and inappropriate shocks due to the noise. The lead was reported to have been damaged during the explant procedure in which parts of the lead remained in the body. No additional adverse patient effects were reported.